Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of etopiside was noted to be leaking from where the texium end of the tubing connects to the filtered tubing set. There was no patient harm.